Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: "laparoscopic prostatectomy." Event description: "valve fragmentation." Report from the sales rep: during laparoscopic prostatectomy, the valve inside the trocar was fragmented at three sections. Two fragments matching the two missing sections were removed from abdominal cavity. However, the customer is not sure whether the rest of the fragments remained inside abdominal cavity or it was removed because of intraperitoneal irrigation. The sizes of the fragments were approx.1 mm. Cer check list is unavailable. Initial investigation report by aomori olympus the event unit was not returned to olympus. The incident will be informed amr of for further evaluation. (B)(4). This is a complaint from the market. (B)(4). Patient status: "no patient injury."